Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and also reported an infusion site allergy, and the healthcare professional advised returning to a prior pump. Customer care provided support that included review of complaint details, product return logistics and coordination with the healthcare professional and field team. Investigation of this case revealed an undetermined cause for hypoglycemia. Symptoms included hypoglycemia and localized infusion site hypersensitivity. Outcomes included recurring low blood glucose without medical intervention reported at the time of call. It was concluded that a definitive device-related cause could not be established based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.